Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301948 lot 1811222 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Investigation conclusion: based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: not able to determine. Possible damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, and considering our in-coming and in-process inspection, no actions are required.

Event description:
It was reported that blood leaked during drawing with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: it was found blood leakage in barrel during blood drawing process.